Event description:
The complainant stated that the bed has no power and there is corrosion on the power supply circuit board.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.